Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2 of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop. The replacement lens resolved the problem. Cause reported as device. "High vault despite appropriately sized icl based on wtw.